Event description:
It was reported that the wake button was sticking. Reportedly, the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit due to blood glucose (bg) level of 650 mg/dl with diabetic ketoacidosis. Customer¿s bg was treated intravenously with saline and insulin. The customer was discharged on (B)(6) 2026 with no permanent damage. During troubleshooting with technical support, it was determined that the wake button was operating as intended and the cause of the high bg was unknown.